Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they experiences low blood glucose level the insulin pump had a partial display. The customer¿s blood glucose level was 32 mg/dl at the time of the incident. Customer reported that she gave herself too much insulin because she's sensitive. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.